Manufacturer narrative:
Update to h1: after further investigation, it has been determined that the reportable event type is a malfunction. If any additional relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Customer reported cracking the adaptor after using it for 1 week.

Manufacturer narrative:
Customer reported cracking the adaptor after using it for 1 week. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Update to h6. After further investigation, it has been determined that the investigation involved testing of the actual/suspected device and trend analysis. The investigation found a material problem but a cause remains unestablished. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.